Manufacturer narrative:
Unit passed displacement test and self test. During visual inspection, electronics stack and force sensor had moisture damage.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer¿s blood glucose was 126 mg/dl. The customer was advised to check if leak may be occurring at the reservoir barrel or o ring, the customer was unsure and o ring inside the lip of the reservoir compartment was not missing. The customer was advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.